Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Based on the investigation, no systemic issue or deficiency for lot number 31036ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Email: (B)(6). Fr (unable to enter in field due to character limitation).

Event description:
The customer stated that a false positive alinity I total b-hcg result of 42 iu/l was generated for a patient sample (ID: (B)(4)) on (B)(6) 2021. A new sample was drawn from the same patient (ID: (B)(4)) on (B)(6) 2021 and the result was negative (no value provided). The first sample was then retested several times and all results were negative (no values provided). No adverse impact to patient management was reported.